Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a removal of the gallbladder on a gangrenous cholecystectomy, there was electric leakage at the working end of the bipolar coagulation forceps, resulting in damage to the surrounding normal liver tissue. The surgery was immediately paused for inspection, which revealed a malfunction in the output of the high-frequency electrosurgical generator. Another high-frequency electrosurgical generator was promptly connected to the bipolar coagulation forceps to continue the operation, while monitoring changes in the liver tissue. Since no medication or other intervention was applied to the damaged liver tissue, the nurse was instructed to closely observe the patient after surgery.